Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the hospitalization was due to an issue with the pump. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.